Manufacturer narrative:
This electrode remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is july 21, 2015.

Event description:
Boston scientific received information that the xiphoid incision near this electrode became infected. Intravenous antibiotics were used as well as washing the incision with antibiotics. The site was then dressed in gauze. No additional adverse patient effects were reported.